Event description:
It was reported that intermittently the 9800 system would have no fluoro. This happened two times in one period. System was used in later cases with no problems. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working as intended and placed back into the service.